Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient died at their residence while having a seizure. The patient reportedly awoke that morning with a temperature of 103 degrees f. The patient had a seizure and stopped breathing. Efforts to resuscitate by both the patient's family member and by paramedics were unsuccessful. No autopsy was performed. The patient reportedly experienced a >25% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Neurologist indicated that the relationship between the ncp system and the cause the death was unknown. There is no evidence at this time that the ncp system caused or contributed to the reported event.